Event description:
It was reported that the patient was vomiting and in severe pain they were hospitalized over the weekend. The patient saw her refill physician the day of the report and had prescription adjusted; increased. The pump delivered dilaudid and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. Personal therapy manager, serial # (B)(4), (B)(4).